Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tie rods are too slow. Upon estimation the air/water tube and air/water cylinder have foreign materials. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿working channel was blocked¿ was confirmed. The following findings were also noted during device evaluation: due to damage on switch button 2, water tightness is lost, ceiling plate is deformed, grip has a scratch, air/water-cylinder has no color, suction-cylinder has no color, due to deformation of scope cover unit, water tightness is lost, plug unit has a scratch, due to a pinhole on bending section cover, water tightness is lost, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the specification, due to damage on bending tube, the play of right/left knob is out of the standard value, adhesive around objective lens has a chip, adhesive around light guide lens has a crack, -connecting tube is snaking, connecting tube has a scratch, and universal cord has a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the cover, and bending section cover. A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. It is recommended that the user facility return the device to the legal manufacturer for repair should they observe an abnormality such as leakage and damage, and not to utilize the device in a procedure under such a condition. It is further recommended that the user facility contact olympus should there be questions or concern regarding reprocessing steps. Olympus will continue to monitor field performance for this device.